Manufacturer narrative:
Additional information: d10 - date returned to mfg: 8/26/2020. H10: the device was received for evaluation. Device passed self test. The protocol was performed to try to induce air detection failure. Every time the cassette sensed air it alarmed without letting any air pass through to the distal side. The protocol was ran on both the a and b side of the cassette, each time the device alarmed with proximal occlusion error. The cassette was back primed each time and the device began to run properly and would finish protocol. The customer problem was not confirmed, there was no probable cause found. The 12 month alarm history was reviewed with no issues found.

Manufacturer narrative:
The device is available for evaluation, it has not yet been received.

Event description:
The customer reported that a plum 360 pump let air pass cassette and did not alarm. The device sound a recognition beep when powered on and the pump give out a sound when keys are pressed. The nurse noticed and reported the issue that a 30 inch of air in tubing passed cassette. This occurred during patient involvement but the status of a patient before, during and after the issue is unknown. The pump was replaced.